Manufacturer narrative:
Investigation completed 4/27/17. Method: - device history -trend analysis -failure analysis. This product has been out in the field greater than 7 years exceeding its use for life. Therefore, a DHR review is not required. This device (lot # 044) was manufactured on june 30, 2004. A two year look back for this reported failure and or related to "locking mechanism not working/ shock cushion migrated " for product ID a2101 shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Unit received with the shock cushion moved forward in handle and is impeding the gold handle from closing and holding properly. Unit received without the 6in transitional member; adjustment wrench is broke; unit received was recently repaired and will be repaired at no charge. Conclusion: the root cause for this failure is the dislocation of the shock pad in the closing handle, impeding the operation of the handle. It cannot be determined what happened to the unit at the customers' facility to dislodge this member.

Event description:
There is a little play in the gold lever even when in the locked position. Additional information received pm 23mar2017: the item was returned from repair and the problem was noted. It was not used for a surgical case.